Manufacturer narrative:
Medwatch sent to FDA on: 09/11/2015   the reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time.   Pain, impaired lifestyle, vomiting, reflux, heartburn and malaise are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.   No additional information has been reported to allergan regarding the serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details. (B)(4). Device labeling addresses the reported event of pain and heartburn as follows: possible complications of the use of the orbera system include: abdominal or back pain, either steady or cyclic. Injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition.   Device labeling addresses the contraindication for patients regarding impaired lifestyle as follows: possible complications of the use of the orbera system include: influence on digestion of food, and blockage of food entering into the stomach.   Device labeling addresses the reported event of vomit as follows: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon.   Device labeling addresses the possible outcome of reflux as follows: possible complications of the orbera system include: gastroesophageal reflux.   Device labeling addresses the reported event of dyspnea as follows: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient¿s general conduction and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response.

Event description:
Patient reported experiencing "poor digestion , much burning and malaise." Patient also reported "colic, as a bearable contraction, could not eat well, vomiting a lot." Patient "felt unwell." Patient "felt the food, gastric juice" when eating. Device remains implanted. Patient additionally reported "feels a 'goop' that looks like the gastric juice of the stomach" and "took several medications (not specified) and is currently only taking tecta (pantoprazole)".